Event description:
Customer had charged unit for about an hour using the waterpik charging cube we sent her and then unhooked it from unit but left the cord attached to wall. Went back an hour or so later and the end was burning. Customer said left mark on counter as well. Unit seemed to be working fine up to and after the incident with cord. Customer wanted a replacement--offered and sent an upgrade to wp-580